Event description:
Caller tested 5.4 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. Patient's coumadin was held based on results from meter and lab. No adverse event reported. No address was obtained for account, therefore, suspect system was not requested for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.